Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024, three infusion set was fell off during use and infusion set is long for less than 6 hours. No further information available.